Event description:
It was reported that the pump delivers 'without removal or alarm'. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing and a damaged expulsor. The device settings were reviewed. Functional testing was performed. The device's flowrate was tested and was found the delivery rate is too high. The expuslor is to be replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.